Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range shock impedance measurements, measuring greater than 125 ohms. Additionally, the patient with this rv lead had a magnetic resonance imaging (MRI), despite the high impedance measurements. Technical services (ts) recommended programming options. No adverse patient effects were reported related to the off-label use, or the high out of range measurements. This rv lead remains in service.